Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing. Upon review of the electrograms, far p wave oversensing was observed resulting in inhibition of pacing. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.